Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005504.

Event description:
It was reported that patient experienced auto reducing due to multiple high impedances. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Correction to MDR-2024-39560-01 (3006705815-2024-06883).

Event description:
Additional information indicated that patient fell which led to fracture. Surgical intervention was undertaken wherein the left lead was explanted and replaced to address this issue. Effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the left lead was explanted and replaced to address this issue. Effective therapy was restored.